Event description:
A malfunction was reported on a pump, characterized by a malfunction code, malf 12. There was no adverse impact to the customer's blood glucose level. Customer service provided instructions for resetting the pump and assisted the caller in executing the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to reach out if the issue recurred.